Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a bit of underdosing insulin, but she was able to resolve by changing the infusion set. It was mentioned that the reservoirs the customer used were affected by the recall. No further information was provided.